Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited pacing impedance spikes on the right ventricular (rv) lead. The impedances fluctuated from 500 ohms to 1500 ohms. The measurements were unable to be reproduced with isometrics and pocket manipulation. Boston scientific technical services (ts) recommended evaluating the device/lead connection. This ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this rv lead was explanted. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that the rv lead was fractured. During the explant procedure the rv lead was removed in several pieces. The ICD remains in service. No additional adverse patient effects were reported.